Manufacturer narrative:
Pump was received with a blank display. Unable to perform the displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found that the battery tube power connector was not connected properly to j7/pcb1. No evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Connected the power connector and the pump powered on properly. Blank display was confirmed due to the battery tube power connector was not connected properly to j7/pcb1. Continued currents measurement, self test, download history files and traces using thump. The pump passed the self test. The pump failed the sleep current measurement and active current measurement. The pump was monitored for several hours and no failed battery alert/battery failed alarm and blank display noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts were noted. No power error 25, low battery alert, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm recorded in the formatted history file on the event date. Insert battery alarm was recorded and found in the formatted history file on: 05/04/2023 01:57:57.000. 05/04/2023 02:07:00.000. Power loss alarm was recorded and found in the formatted history file on: 05/04/2023 02:10:39.000. 05/04/2023 02:10:47.000. Pump error 68 alarm was recorded and found in the formatted history file on: 05/04/2023 02:08:03.000. Pump error 49 alarm was recorded and found in the formatted history file on: 05/04/2023 02:08:03.000. 05/04/2023 02:08:43.000. Pump error 23 alarm was recorded and found in the formatted history file on: 05/04/2023 02:10:26.000 insert battery alarm was expected since the battery was removed from the pump. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed due to memory corruption, suspected on hw. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement and active current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement and active current measurement. The pump had a high sleep current measurement and active current measurement (unexpected battery power loss), suspected on hw (pcba 1 and pcba 2). Please see below for pump errors/alarms noted 1 week prior to the event date 04-may-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 04/28/2023 02:21:00.000, 04/28/2023 19:57:00.000. 04/30/2023 00:10:00.000, 04/30/2023 00:20:00.000. 05/01/2023 02:50:00.000, 05/01/2023 07:00:00.000. 05/02/2023 23:41:00.000. 05/03/2023 22:35:00.000, 05/03/2023 23:50:00.000. 05/04/2023 00:00:00.000. Sensorexpiredalert (794) was recorded and found in the formatted history file on: 04/28/2023 19:25:16.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. No delivery alarm /insulin flow blocked alarm was recorded and found in the formatted history file on: 04/30/2023 09:22:37.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. 05/02/2023 11:36:33.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. Unable to test for no delivery alarm/insulin flow blocked alarm due to blank display/case was cut open. No delivery alarm/insulin flow blocked alarm was unknown. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to perform the required testing, download history files and traces using thump due to blank display. Blank display was confirmed due to the battery tube power connector was not connected properly to j7/pcb1. Connected the power connector, continued currents measurement, self test, download history files and traces using thump. Failed battery alert/battery failed alarm was not confirmed. However, a high sleep current measurement, active current measurement (unexpected battery power loss), pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed according in the formatted history file, suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the pump is not working even after trying with several batteries. The customer was trying to replace the batteries, but the pump was not recognizing it. No harm requiring medical intervention was reported. Troubleshooting was not performed. Customer will discontinue using the insulin pump and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.